Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 48.0cm was returned for analysis. External insulation abrasion was noted at 28.0-29.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact this location.

Event description:
This report is to advice of an event observed during analysis.